Manufacturer narrative:
Returned screw fragments were examined under magnification. Fracture site appears brittle throughout on both sides. The cause of failure was likely a single overloading event. Threads on tail fragment are highly deformed, indicating surgeon gripped the threads of the screw to twist it out.

Event description:
An acu-loc2 plate was implanted in the patient. During routine removal of the plate/screws following healing of the bone, the surgeon found one of the locking screws was broken. When the screw broke is unknown (prior to removal or during removal).